Event description:
Customer reported device = 196 mg/dl. Customer dosed insulin. Two and 1/2 hours later, customer passed out. Customer's family member called paramedics. Paramedics treated customer with oral liquid medication. Paramedic device values were not provided. Customer refused to go to the hospital. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.